Manufacturer narrative:
(B)(4). Batch #: u5ar0e. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Could you please provide more details how was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? How was the bleeding addressed? Was the patient on blood thinners prior to the procedure? Was the patient receiving any anti-coagulation therapy post-operatively? Did the patient have an additional tests or procedures related to the bleeding (additional lab work, re-operation, scoped, blood products, fluids, etc)? Could you please clarify how long was the delay (hours/minutes)? Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during an unknown procedure, stapler was fired. Blade cut but no staples were deployed. This cut the tissue without providing hemostasis. Patient suffered bleeding during procedure and endured lengthened procedure time. Surgery was delayed an unknown amount of time due to this reported event. Procedure was successfully completed.